Event description:
A malfunction was reported on the customer's pump. There was no information about any adverse impact on the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer was instructed to continue using the pump while calling back if any issues recur.